Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on electrical board .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 124 mg/dl. The customer reported that they received a critical pump error image on the pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. Troubleshooting was performed. The insulin pump will be returned for analysis.